Event description:
The intra aortic balloon was inserted into the pt on 12/4/1998 at 2:30 p.m. And removed on 12/4/1998 at 11:30 p.m. The intra aortic balloon did not malfunction. The pt had bleeding that was not severe. Also, the pt had a thrombosis and removal was required. (Event complications: bleeding/not severe/thrombosis - reported 6/16/1998. (Pt's current status: discharged-reported 6/16/1998.)